Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow-up performed on (B)(6) 2016, a pdf file was created for an episode and markers and egm were found not aligned in this pdf printout. A second printout with the screenshot function in aida was normal. Investigations are required.

Event description:
During a follow-up performed on (B)(6) 2016, a pdf file was created for an episode and markers and egm were found not aligned in this pdf printout. A second printout with the screenshot function in aida was normal. Investigations are required.